Event description:
Technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brake casters would lock but would swivel from side to side. The technician replaced the brake casters, supports and the main bearing to resolve the issue.